Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate or confirm the reported issue. The tip cover accessory was returned sealed in its original packaging. The seal was removed from the packaging and inspected. The seal was found to have no physical damage. The tip cover accessory was then installed on an in-house instrument. The instrument was installed and driven on an in-house system. The tip cover accessory did not tear and did not fall off the instrument at any point during testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, split open and ended up falling inside the patient's stomach. The mcs tip cover accessory was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. It is unknown if the reported issue caused a procedure delay. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested for return of the mcs tip cover accessory for failure analysis evaluation. However, as of the date of this report, the device has not been returned. Therefore, the root cause of the customer-reported failure mode cannot be determined.